Event description:
This event happened outside the united states in (B)(6). According to the received information, the patient was injected with teosyal rha 3 in glabella, in the nasolabial folds, in the oral commissure and the upper lip on the (B)(6) 2020. On 2020-09-26 the injector reported that the patient presented a granuloma in the glabella. The intensity is reported as severe. A second granuloma appeared on (B)(6) 2020 (medium intensity) and a third one in the marionettes lines on (B)(6) 2020 (low intensity) a biopsy has been carried out and the diagnosis of granuloma was confirmed.